Event description:
A low readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower sensor scan results, and it is unknown whether the customer noted a trend arrow on the device. The customer did not report symptoms and was unable to self-treat. A non-healthcare professional (non-hcp) provided honey, fruit and cake to the customer. Later the non-hcp provided a correction of 3 units of humalog insulin for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.